Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery was under consideration, however, the recipient's device will reportedly not be explanted at this time due to other health issues. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient reportedly has other non device related health issues. The recipient continues to use the device. Due to patient privacy laws, no further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing decreased performance. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.